Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on and off shocking and soreness occurred at the ins pocket. Pt would keep log when they experience shocking at pocket and what position they were in. The symptoms of the event occurred about 1.5 years ago. No falls or traumas have occurred but pt had knee surgery since implant. There was a possible correlation of shocking with activity of right leg. It was reported that when pt presses on ins they can't create shocking feeling but if they use right leg and palpate they can create shocking sensation. It was reported that there were impedance readings >10000 ohms. Add'l info has been requested, but was not available as of the date of this report.